Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data investigation could not confirm an early sensor expiration issue. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-155944 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.